Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the jaws of device would not open after firing. The handles of the device were pried apart to remove from tissue. Another product was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.